Manufacturer narrative:
A leica field service engineer (fse) and a leica field support specialist (fss) attended the customer site in association with this event. Method - a number of performance tests were conducted by a leica field service engineer (fse) at the customer site in order to assess the operation and function of the instrument, and instrument logs were downloaded for eval. Conclusions - investigation of this complaint determined that the instrument was operating to specification and no device failure was identified. The root cause for the sub-optimal tissue processing reported could not be unequivocally determined. However, findings from a on-site assessment of the instrument indicate that the operational context involving aspects of the use environment contributed to the event. The fss noted a strong smell of formalin from the wax baths; that the carry-over value in the protocols had been altered from the value set at installation and no longer appeared appropriate; and that the lab used cassettes with a 1mm port size for tissue samples where regular cassettes could be used, resulting in a possible reduction in reagent flow leading to impaired reagent infiltration of the tissue. The fss also measured the ethanol concentration in bottles 3-10 inclusive (ethanol) using a hydrometer. Discrepancy between the reagent concentration calculated was noted for several bottles. It was considered that this was most likely due to the high carryover values currently set.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding sub-optimal processing resulting in under-processed tissue from a one (1) hour protocol run in retort b on (B)(6) 2011, using peloris tissue processor. Leica microsystems has not received info regarding whether the tissue samples exhibiting sub-optimal processing were diagnosable.